Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an alleged over infusion of ketamine. Ketamine (200mg/100ml) was started on (B)(6) 2026 at 16:42 hours. At 18:30 hours the infusion bag was almost empty however the volume to be infused shown read 60mls. Clinician attempted to troubleshoot and observed the drips/minute to be "irregular- stops, gets faster, then slows". There was patient involvement, however, no harm.

Manufacturer narrative:
Omit: e2401 - insufficient information , f24 - insufficient health impact information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex e,f, a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of ketamine could not be confirmed from the log analysis or replicated during the extensive laboratory testing. The suspect pump was found to be infusing within specification with no observances of unregulated flow occurring. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. Internal and external inspection did not observe any anomalies related with the reported issue; the door latch sear was also found to be properly closing the administration set safety clamp when the door was opened. A review of the pump module and pcu error logs showed no errors related to the reported incident. On january 14, 2026, at 4:42 pm, the infusion recorded at the time of the reported event was programmed with the suspect device with a rate of 3ml/h and vtbi (volume to be infused) of 65ml. The profile in use was identified as ¿adult general¿. The infusion started with a pvi (primary volume infused) of 1729.49ml. At 5:39 pm the rate of the infusion was changed to 2ml/h, the infusion was restarted with a vtbi of 62.127ml and a pvi of 1732.36ml. At 6:05 pm the rate of the infusion was changed to 3ml/h, the infusion was restarted with a vtbi of 61.29ml and a pvi of 1733.2ml. At 6:20 pm the pump module was powered off with a pvi of 1733.95ml. No further infusions with the suspect device were performed the day of the reported event. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Inspection and testing of the incident administration set could not be performed since it was not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of ketamine could not be identified from the log analysis or from device laboratory testing. The suspect pump module was fully tested, evaluated, found to be infusing within specification and no issues or anomalies were observed during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an alleged over infusion of ketamine. Ketamine (200mg/100ml) was started on (B)(6) 2026 at 16:42 hours. At 18:30 hours the infusion bag was almost empty however the volume to be infused shown read 60mls. Clinician attempted to troubleshoot and observed the drips/minute to be "irregular- stops, gets faster, then slows". There was patient involvement, however, no harm.